Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for routine follow-up. Upon review of session records, the pacemaker exhibited an excessive decrease in battery longevity estimation. Premature battery depletion was suspected. No intervention was reported. The patient was stable throughout.

Manufacturer narrative:
As received, the battery was still above eri voltage level. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Actions have been taken to prevent reoccurrence. Additional testing was performed indicating normal device functionality and high current condition could not be reproduced.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed. Review of the device image indicated high current drain for about ten months. The field session record did not show any field settings or programming changes that could contribute to the high current drain. The device was tested on the bench and no anomalies were found. The cause of the high current drain could not be determined.

Manufacturer narrative:
Voluntary medwatch report mw5081973 received.

Event description:
New information received notes that the pacemaker was explanted and replaced. The patient was fine after the procedure and discharged.

Manufacturer narrative:
Correction: the awareness date for report 2017865-2018-17013-01 should have been 12/17/2018 rather than 12/20/2018.